Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure, the probe needle was not fixed well and was shaky; it almost came off in the patient's eye. The procedure was able to be completed without any harm to the patient.

Manufacturer narrative:
The investigation is in progress. The 25ga probe has not yet been received for evaluation. Five (5) lot numbers, manufactured in august and september 2011, were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).